Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with right lower extremity deep vein thrombosis with contraindication to anticoagulation due to subdural bleed craniotomy; had a vena cava filter deployed. Approximately five years four months post filter deployment, the patient presented for an evaluation for filter removal. CT scan of the abdomen and pelvis which demonstrated the presence of a filter with several filter limbs projecting across the lumen of the inferior vena cava. Approximately five years five months post filter deployment, the patient presented for an evaluation for filter retrieval. The doctor stated that the probability of successful filter retrieval was low. This was discussed with the patient and the patient¿s family and the decision was made to not pursue filter retrieval at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulation. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc; the filter could not be retrieved; however, there were no reported attempts to retrieve the filter. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years and four months post filter deployment, a CT scan of the abdomen and pelvis demonstrated the presence of a filter with several filter limbs projecting across the lumen of the inferior vena cava. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulation. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc; the filter could not be retrieved; however, there were no reported attempts to retrieve the filter. No patient injury was reported.